Event description:
The customer reported the system would not rotate. It lost motorized motion. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a broken motor rotation dowel pin. The system operates as intended.